Manufacturer narrative:
The insulin pump passed the rewind test, basic occlusion test and displacement test. The insulin pump was unable to prime during the prime/force sensor system test due to the faulty force sensor resistor. The insulin pump had a minor scratched lcd window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip and a cracked case at the reservoir tube window corner.

Event description:
The customer reported via phone call that the insulin pump had two small cracks around the lcd display. The customer's blood glucose was over 300 mg/dl. The customer treated her blood glucose with a manual injection and insulin pump therapy. The customer explained that she had bumped the insulin pump in the past, but normal wear and tear also occurred. The customer stated nothing significant had occured. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the product for analysis.